Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the returned portion of the lead was performed. Resistance testing was completed to assess lead electrical performance. Measurements throughout this test were within normal limits. Microscopic inspections of the returned lead portion of the terminal pin assembly, and lead body found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
Boston scientific received information that right ventricular (rv) shocking lead impedance measurements with the chronic device system were within acceptable limits. A routine change out procedure was performed and once this new device was connected to the rv lead, shocking impedance measurements were greater than 125 ohms in all configurations. The new device was disconnected and re-connected to the chronic rv lead several times, however, the measurement continued to be out of range. The chronic device was then re-connected to the chronic rv lead, with an in range shocking impedance measurement obtained. The new device was again connected to the chronic lead and all testing displayed out of range measurements. All equipment thought to have an impact on interfering was removed from the room. The device pocket was closed. A save to data disk was performed. Upon review, a daily impedance measurement was not listed and a reading after 21 hours had not yet been reported, this was likely due to the device was not out of storage mode long enough. An rv lead integrity issue was suspected and a revision procedure was performed. It was confirmed that the rv distal coil displayed a micro-fracture, resulting in the increased shocking impedance measurements. The rv lead was surgically abandoned and replaced without complication. No other adverse patient effects were reported during the procedure.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.